Manufacturer narrative:
Device is a combo product (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified mid right coronary artery (rca). A 3.00 x 38 synergy¿ drug-eluting stent was advanced for treatment. However, it failed to cross the lesion. The device was tried to cross with a non-bsc guide extension catheter but it was also unable to cross. When the device was removed from the patient's body, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported.